Event description:
The customer reported that when the ventilator is bumped, the unit shuts down. The customer reported the device was in use, but there was no patient harm.

Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused to provide.